Manufacturer narrative:
Reported event: broken pelvic array when tightening.case type: tha.surgical delay: 2 minutes, patient was under anesthesia. Product evaluation and results: as per the image provided in the communication log the broken part of the pelvic array assembly can be confirmed. Product history review: a review of the device history records indicate (B)(4) devices were manufactured under lot 19570617 and were accepted into final stock on 09/20/2019. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot 19570617, shows 1 additional complaint related to the failure in this investigation.pr ID : (B)(4). Conclusions: the failure mode was confirmed as per the image provided in the communication log. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action : a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Event description:
Broken pelvic array when tightening. Case type: tha. Surgical delay: 2 minutes. Patient was under anesthesia.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Broken pelvic array when tightening. Case type: tha. Surgical delay: 2 minutes. Patient was under anesthesia.